Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient's family member that twenty-seven days following the implant of this transcatheter bio prosthetic valve, a permanent pacemaker was implanted due to second degree atrio-ventricular (av) block. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: corrected to clarify initial information was reported by the patient's wife, but further details were obtained from the implanting physician which clarified the reason for permanent pacemaker implant: medtronic received information from a patient's family member that twenty-seven days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted. Per the physician, permanent pacemaker implant was due to second degree atrio-ventricular (av) block. No additional adverse patient effects were reported. Initial reporter was changed to report the physician's information who performed the valve implant. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient's family member that twenty-seven days following the implant of this transcatheter bio prosthetic valve, a permanent pacemaker was implanted. Per the physician, permanent pacemaker implant was due to second degree atrio-ventricular (av) block. No additional adverse patient effects were reported.